Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. Zip code is not indicated at this time. (B)(4).

Event description:
A healthcare worker reported "white flocculent exudate in the edge of the capsule crevasse" following an intraocular lens (iol) implant procedure . A laser was performed and the symptoms improved. The lens remains implanted. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product evaluation: the provided photos were reviewed by a company physician. The product investigation could not identify a root cause. Eleven (11) photos of one eye and 2 of a different eye were provided. Photo #1, pre op, shows mature cataract. Photos #4,5 are from one day post op, showing an iol, apparent opacity/haze behind the iol and traces of whitish material nasally. Photos #6,7 are from 17 days post op, and photos #8,9,10 are from 25 days post op, showing more dense whitish material apparently arising from between the remnant of anterior capsule and the anterior surface of the iol. Photos #1,2,3 are a one month post yag laser showing open capsule and string like haze apparently in iol. Pictures #12 and 13 are for "another eye" for a 1 day and 7 days post op respectively. Photo #12 show an iol with mild fold like opacities behind the lens and photo #13 shows mild whitish material apparently arising from between anterior capsule remnant and the anterior surface of the iol and towards the center of the iol. The above observations may be potentially compatible with anterior capsule opacification, anterior cell on-growth, posterior capsule opacification and folds in posterior capsule. (B)(4).